Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; product ID 5592-53 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received thirteen inappropriate shocks. The right ventricular (rv) lead exhibited apparent t wave oversensing and a lead alert was triggered. The rv lead remains in use. No further patient complications have been reported as a result of this event.